Event description:
Immediately following uae, pt experienced severe cramping which required the pain pump. Pt had to take loratab for several days afterward. Pt is still experiencing a low grade fever and feels achy. Pt has post embolization syndrome (pes). Pt has not been able to resume regular activities due to low energy. Pt developed a viral infection called "pitarysis rosea".